Event description:
Staff noticed a piece missing from trocar from flipper valve when cleaning instrument following a laparoscopic chole. Uncertain if piece is in pt's abdominal cavity. Pt remained asymptomatic.